Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "increasing atrial fibrillation: what is the cause?" Journal of cardiovascular electrophysiology. 2020. 31:2253¿2256. Doi: 10.1111/jce.14642. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this right atrial (ra) lead. The article reports a patient who experienced palpitations. The ra lead exhibited noise with oversensing which prompted the device to deliver anti-tachycardia pacing and the patient felt symptomatic with palpitations. A lead fracture was suspected, and the lead was extracted. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.